Manufacturer narrative:
Section d6b: explant date was not included in previous report. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported heart transplant could not be conclusively determined through this investigation. The patient was implanted with heartmate ii left ventricular assist system, serial number (B)(4), on (B)(6) 2017 and received a heart transplant on (B)(6) 2021. No alarms, clinical symptoms, or device-related issues were reported in association with the event and (B)(4) was not returned for evaluation. Additional information regarding the event, including the pump return status, was requested from the account; however, nothing has been provided at this time. Although no adverse events or device-related issues were reported, the heartmate ii left ventricular assist system instructions for use outlines normal ventricular assist device operation, as well as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 05may2017. Although no adverse events or device-related issues were reported, the heartmate ii left ventricular assist system instructions for use outlines normal ventricular assist device operation, as well as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was transplanted. The device was explanted, it is unknown if the device will be returned for evaluation. The patient was bridge to transplant, but it is unknown if the transplant was device or therapy related. There were no alarms for this event.